Event description:
It was reported that during an unk procedure, stapler was fired and the knife did not come back. Manual override was used successfully. New device was opened. No further information was obtained.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch#: 329d11. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 329d11, and no non-conformance's were identified. Additional information was requested and the following was obtained: 1. Is the current patient status known? The current patient status is not known. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? There were no complications and no consequences or changes in the post-operative care of the patient.